Event description:
It was reported that the system displayed ad channel failure error message. This will result in no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.